Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly, motor, battery tube, vibrator, and keypad assembly. The device also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that certain buttons causes his screen of his insulin pump to go blank. The patient's blood glucose at the time of incident was 429 mg/dl. Customer stated that there was moisture under the lcd screen because he went to an indoor pool over the weekend and left his pump too close to the hot tub; the screen got fogged up and water got inside the device. Troubleshooting was initiated for pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.